Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated that their charger doesn't work. Caller stated they're not quite sure what they can't get to charge. Caller added that they have had issues with it for maybe a couple months on and off, but it completely quit a couple days ago and they haven't had a charge in in the implant for 3 days. Agent asked caller if the controller was completely black and unresponsive, and caller stated the controller has enough charge in it to tell them there's no charge in it. Caller did not have the equipment with them at the time of the call. Agent reviewed with caller to call back with the equipment for further troubleshooting. Pt called back stating they called a few days ago and there should be notes that they would be calling back for a new charger. Pt said they needed a new charger for it would not work. Pt clarified that the charger was an ac power cord. During call pt verified no damage to the controller battery, controller battery compartment, or to the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. The green light was not on the ac plug even after plugging the ac cord into a different outlet.